Event description:
Per the clinic, the patient was no longer using the device and complained of headaches, resulting in the decision to explant. The device was explanted (B)(6), 2010. There are no plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).